Event description:
A malfunction was reported with a malfunction code ¿malf 9,¿ but no notable events occurred prior to this issue. There was no adverse impact on the customer's blood glucose level. The customer did not report the malfunction within the last 24 hours and was assisted by technical support with resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any malfunction code recurs, which the caller acknowledged and understood.